Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient presented to the hospital with the device (pg) eroding through the skin. The patient was referred to another physician for extraction. At the time, the field representative confirmed that it was only evident that the pulse generator had eroded, and not the leads, including this right ventricular (rv) lead. Additional information: the field representative recently provided an update to this event, indicating that the entire system was explanted, and replaced with a competitor's system. An additional request for further information was made, including the explant date; however, no further response was received. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the hospital with the device (pg) eroding through the skin. The patient was referred to another physician for extraction. At the time, the field representative confirmed that it was only evident that the pulse generator had eroded, and not the leads, including this right ventricular (rv) lead. Additional information: the field representative recently provided an update to this event, indicating that the entire system was explanted, and replaced with a competitor's system. No additional adverse patient effects were reported.